Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device did not deliver a shock during testing. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to verify and duplicate the reported issue. The root cause of the reported issue could not be determined. The device was archived by stryker. The customer was provided with a replacement device.